Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The record is not available for the product manufactured more than 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria.based on the results of the legal manufacturer's investigation, the cause of the reported issue was likely due to a faulty cable. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
During inspection and testing, service found there was no image due to a faulty camera cable. The cable was kinked with a split in the sheathing and there was a leak at the cable and video connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the image was noisy but visible. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found there was no image. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.